Event description:
On (B)(6) 2026, we have been informed about a malfunction with a defibrillation electrodeset at nhs east midlands ambulance service in northamptonshire, UK. Schiller defibrillation electrodes catalogue 0-21-0040 fred easyportrfid 1-10 (our model df87nc) and a schiller defibrillator have been used after a "CPR and full als for cardiac arrest". The duration of monitoring was"aprox an hour". The initial report was stating that "we've received an incident report raising concerns with 2 batches of adult defib pads 250303-4011 [and] 250909-4011. Upon treating a patient 3 different sets of pads had to be used due to poor adhesion to their skin, the crew attempted to wipe the patient's skin to help, but this didn't improve the situation. The patient was in a non-shockable rhythm, so no harm was caused, " further on it was stated that the concerned samples involved in the incident have been discarded. A questionnaire on incidents involving defibrillation electrodes and a request for customer samples was sent out on february 03rd,2026. We have received a filled in questionnaire. Within this questionnaire it was stated that the incident occurred in the patient's home address in (B)(6). The patient was lying in supine position on the floor through out the procedure. The 66-year-old female patient skin was described as "reported by dc to be normal not dry or oily however also reported by the dc to be very pliable skin moving around a lot". The patient medical history was described as "af, copd, dvt and pacemaker. Allergy to plasters. Ramipril, ventolin, levothyroxine, ezetimibe, seretide, gabapentin, lanzoprazole, atorvastatnin, carbocisteine, bisoprolol, riverpoxaban, braltus and indapamide." It was also reported "normal skin reported. Skin wiped multipletimes despite this." For the skin cleaning it was stated "unknown possibly clinell's. This was after 2 sets of pads weren't sticking though not prior." It was stated that the skin was dried. The skin was not shaved as no hair was present, not disinfected and it was unknown if a skin lotion was present. "The crew report them not sticking and not appearing to have the sticky adhesive to the back". Requesting a repositioning it was stated that "crew attempted 3 sets of pads". There were no gel residues, fluid accumulation, swelling, wrinkles, blisters, or electrical discharge. No injury from the pads were observed. A schiller defibrillator in biphasic mode, automatic program had been used. It was also stated that no adapter was used. No further details have been disclosed.

Manufacturer narrative:
This product is not marketed in the USA. No 510 (k) and no PMA exist for it. However, devices made using a similar design are sold in the us. We are therefore reporting this incident. The user was announcing two possible affected lot numbers to be concerned in the incident. These two lot numbers are 250303-4011 and 250909-4011. Retained samples of the two possible concerned lot numbers 250303-4011 and 250909-4011 have been inspected visually and tested for the adhesion. The adhesion was tasted on 4 electrodes each lot number. All tested electrodes were within limits; no failure could be detected. Neither the involved sample nor a photo was provided for investigation. It was specified that "the electrodes have been disposed of, and no photo is available." On (B)(6) 2026 we have received 10 customer samples from the concerned lot number 250909-4011 in its original unopened packaging. The additional returned defibrillation electrode sets from the concerned lot number have been inspected visually. The investigation of the returned customer samples showed that neither visual damages nor deviations of the gel or the adhesive foam as well as no abnormalities at the electrodes itself have been noticed for all inspected defibrillation sets. An adhesion test was performed on 5 returned defibrillation electrode sets. This means we have tested 10 defibrillation electrodes with 20 punched out adhesive stripes from the returned customer samples. All 20 tested sample stripes were found to perform within limits. No faults were detected. We have additionally tested two returned customer samples without prior skin preparation on a test person for 60 minutes. No adhesion faults could be detected. As the concerned and involved samples have been discarded and based on the proved information we only could speculate about a root cause. However, by attaching and releasing the first and second pair of defibrillation electrodes an indirect skin preparation is assumable (by removing dead cell and any other matter from the skin surface). After applying the third pair of electrodes the defibrillation electrodes have stuck sufficiently for a possible procedure. It is also possible that the condition of the skin had an influence on the deviation. We only can state that the tested electrodes worked according to the specifications. No further conclusion can be drawn. We therefore consider the investigation and the report closed.